Event description:
Customer received an auto-off alarm. Reportedly, customer's blood glucose level was 358 mg/dl. During troubleshooting with tandem technical support, customer indicated that there had been no interaction with the pump since the previous evening at 6:00 pm. Additionally, the customer stated that she was a new user and had self-started without training. Follow up same day indicated that the customer's blood level had lowered to 165 mg/dl.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.